Event description:
(B)(6), female patient fell asleep in lift chair. When she woke up and reached for hand control to lower chair from recline to sitting position, her left leg slipped down the side in between footrest resulting in injury.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Manufacturer narrative:
Based on new information, this file was re-opened. However, the device will not be sent back to pride for a device evaluation due to the consumer contracting a contagious virus. Should further information become available, a follow-up report will then be submitted.

Event description:
(B)(6), female patient fell asleep in lift chair. When she woke up and reached for hand control to lower chair from recline to sitting position, her left leg slipped down the side in between footrest resulting in injury.